Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the especially act and esc buttons was harder to press and sticky. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the scroll down button was stiff and not being responsive. Customer stated the insulin pump had hairline fracture on the top right of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify low battery alarm due to no button response. No button error alarm during testing. Device received with cracked case and cracked reservoir tube lip. (B)(4).